Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to the misuse/mishandling of the device.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2025, it was reported by a sales representative via email that the button from an ar-2290 proximal tenodesis would not stay on the inserter. This was discovered during a procedure on (B)(6) 2025. No further information was provided. Additional information requested on 2/17/2025.